Event description:
It was reported that the unit was failing the flow transducer test during the pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Replaced part and more information has been requested for investigation. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
Our investigation of the complaint has been completed. Investigation on-site was performed by our field service engineer. The cause for the reported problem was found to be the monitoring and control printed circuit (pc) boards. The pc boards were replaced, successful pre-use. Checks were conducted after the replacement and the ventilator was returned to service. The downloaded ventilator logs and exchanged pc boards were returned for investigation. Evaluation of the received device logs showed an expiratory cassette eeprom read/write error in the downloaded technical log files which showed a possible indication of the reported issue (flow transducer error during pre-use checks) . Received device logs contained no other information about the reported event. The expiratory cassette is an expiratory flow measuring device and, a disturbance in the communication with this device will lead to failure in the expiratory flow measuring and to failure in the flow transducer sub-test. During simulated-use testing, several pre-use checks succeeded and ventilation ran for several weeks without any deficiencies being noted or observed. Our conclusion in this matter is that the returned pc boards were found to be within their specs. The cause for the reported issue has not been determined.